Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event was identified: broken mechanism. Two additional similar investigated events for the lot number 09.481718 have been found. Five additional similar investigated events within 6 months for item number 01.00001.003 have been found. An issue investigation has been initiated. Review of event description: it was reported that the mechanism on the side broke during use. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the rasp handle was returned for an investigation without the slider. Moreover the rasp handle has deformations and discolorations in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position and in the region where the pin rests in the slot. Additionally there are heavy signs of usage. Review of product documentation: no product documentation was reviewed for investigation root cause analysis: root cause determination using rmw : instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance: not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as it cannot be excluded based on the available information. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. Possible, as it cannot be excluded based on the available information. Conclusion summary: the rasp handles was returned for an investigation without the slider. Due to excessive use there is a chamfer like contour and discolorations in the housing of the instrument, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. However, no exact root cause could be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during a surgery the side of a mis, rasp handle, double offset, left broke off. It was reported that nothing fell into patient and the surgery was completed successfully.